Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not start up completely. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system started up but stopped halfway in software load before login screen. The customer informed the rse that they were unable to find fuse on power tray and no ups was installed which confirms issue with power and fan tray. The fantray dcps did not resolve the issue after replacement. To resolve the issue, the fse reloaded software in another case. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.